Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving clonidine (30 mg/ml at 19.99 mcg/day), bupivacaine (10 mg/ml at 6.66 mg/day) and dilaudid (7.5 mg/ml at 5 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the post refill on (B)(6) 2019 the patient was unresponsive an hour later. It was noted that the patient went to the emergency department but when they arrived they were fine so no narcan was administered. During a refill appointment today the actual reservoir volume was 6-7cc and the expected reservoir volume was 16cc. It was noted that during the refill appointment today and on (B)(6) 2019 a bridge bolus programmed due to decreasing one of the drugs. It was reported that the patient was observed for 40 minutes post refill to confirm that no issues occurred post refill; no symptoms were reported. No further complications have been reported as a result of this event.